Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device received shock therapies. Data was submitted for a technical services (ts) evaluation to ensure appropriate and optimal system programming. It was additionally stated the event started in the vt-1 zone and post atp therapy, a subsequent shock induced ventricular fibrillation. The ts data review confirmed device therapies and a multitude of stored activities on various days. There was a question regarding the patients medication compliance. Ts stated an increase in the vt zone could be considered, if clinically appropriate. They additionally stated an ep study and atp programming effectiveness as well as an vt ablation, could be considered. To date, no reported system changes and there was no resulting adverse effects during the evented periods.